Manufacturer narrative:
The reported event involved a cobas e 602 analyzer (serial number: (B)(6). The investigation determined that the anti-hcv ii assay performed within specifications. Testing of the survey sample se-hc-20-06 on a cobas e601 analyzer with the anti-hcv ii reagent yielded a reactive result (3.28 coi). Additional testing with fujirebio innolia hcv score and mikrogen recomline hcv assays produced negative results. Based on these findings, the elecsys result was classified as a false positive. The root cause was attributed to a sample-related unspecific result, which is consistent with the claimed specificity of the assay. No general reagent-related issue was identified, and the assay was confirmed to be performing as intended.

Event description:
The initial reporter alleged discrepant reactive results for the anti-hcv g2 elecsys cobas e 200 assay on the cobas 8000 - cobas e 602 module for survey sample se-hc-20-06. This issue was reported across multiple roche diagnostics users participating in the survey. According to the survey data, 118 out of 171 participants (69%) returned non-reactive results, while 53 out of 171 participants (31%) returned reactive results. All roche diagnostics users reported reactive results, with values ranging from 2.42 to 3.499 cut-off index (coi), which were close to the assay's cut-off value of 1.0 coi.